Manufacturer narrative:
Philips has investigated this complaint. During the course of investigation, it was identified that the reported issue occurred on 30-jan-2025. The customer reported to the philips remote service engineer (rse) that the wi-fi indicator on the wireless foot switch (wfs) remained red indicating a connection could not be established. The customer continued working with wired foot switch. A philips field service engineer (fse) inspected the system on-site and replaced the wfs to resolve the issue. The system was returned to use in good working order and ready for clinical use. The wfs was returned for further analysis. Functional testing was performed, and no failures were observed. Philips has re-evaluated this complaint. The issue occurred without patient involvement and was identifiable prior to procedure commencement. The system's instructions for use (IFU) instruct the user to verify that the wireless footswitch functions with the system and to ensure that the battery is fully charged prior to using it. Alternatively, a second (wired) footswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
Initial report text: it was reported to philips that the system's footswitch was unable to connect wirelessly. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.